Manufacturer narrative:
The reported issue was unconfirmed. Root cause was not able to be isolated as unit performed appropriately. Per follow up, it was reported that spoke to biomed, who stated a functional check was ran and found no issues with the device. It has been returned to service without repair. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for cooling fast. Per follow up information received via phone on 22nov2024, it was reported that spoke to biomed, who stated a functional check was ran and found no issues with the device. It has been returned to service without repair.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for cooling fast.